Event description:
Skin burn/rash; when using the CPAP cleaning system, (sleep 8), if I put my face mask and head gear in the cleaning bag, with my air tube and water bin for a single cleaning cycle, the face mask and head gear will burn my face. I have tried soaking and washing the mask and headgear in soapy water, and then use it, it will still burn. The only solution I have found, is to throw the headgear and mask away. I then use new mask and headgear and clean with CPAP wipes. This has been tested by myself over a year and half of usage. Something is very wrong here. There is a chemical reaction that embeds in the silicone and straps of the headgear. I have contacted sleep 8, and I got the feeling that I will never hear from them again. The resulting burn/rash will last about a week. FDA safety report ID # (B)(4).